Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the craniotome device had component failure and one ring on the detached from the device. It was reported that the ring did not fall into the patient. It was not reported if there were any delays in the procedure due to the event. It was reported that there was an unspecified spare device available for use, and the procedure was successfully completed. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.